Manufacturer narrative:
"No evidence of the open-book was found in the history/traces. Comlink3 logs contains old data. But pump error 24 (critical error ) was found. This error requires pump return. Pe24 was generated since backup vcc (1.081v) was lower than 2.9v. Suspecting the hw. S/w version = 4.11c. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display, unresponsive keypad, and cosmetic damage located at the battery compartment found on (B)(6) 2023. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, and harness assembly vibrator. Successfully utilized crest and thus to download history files, traces and comlink3 files. Error alarm was not found in the history files, traces or comlink3 files, but according to software r&d log, open book was caused by a pump error 24. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), pillowing keypad overlay, corroded home switch. Critical pump error (open book image) alarm confirmed due to pump error 24. Moisture damage confirmed on the electronic assembly. Blank display not confirmed, unable to confirm alleged unresponsive keypad due to critical pump error (open book image) alarm. Cosmetic damage confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump got wet and had a crack on the battery side and had a keypad anomaly. The customer stated that the pump was exposed to fluid in the past/no visible water/fluid in the pump. The pump had a blank display. Troubleshooting was performed and the customer stated that the contacts on the battery cap were neither missing nor damaged and the spring was neither damaged nor corroded. It was advised to insert a new aa battery; however, the display had not returned after the pump restart. No harm requiring medical intervention was reported. The customer discontinued using the device and will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.